Event description:
On (B)(6) 2024, my mother's blood sugar level started increasing, over into the night it went up to over 500. During this time, she was giving herself the prescribed bolus insulin doses and continued to receive her nasal infusions as ordered. On (B)(6) 2024 when she woke up early in the morning her cgm was beeping again alerting her that her blood sugar was high. Only this time it wouldn't give a reading, because her blood sugar was above the set range of 800. Again, she continued to give herself insulin bolus per her orders. My mother began feeling bad and had symptoms of high blood sugar, I instructed my father to call 911 and she was transported to the hospital. Upon arrival to the ER, she was short of breath, labs were drawn, her blood sugar level was 869 and she was in dka (diabetic ketoacidosis). Also, her troponin level was over 70 which indicated that she had a heart attack in which the ER doctor said could have been a result from dka (diabetic ketoacidosis) and the metabolic changes in her body. She was started on an insulin drip, along with medication for her low bp (blood pressure), and heparin drip. She was placed in ICU (intensive care unit) until a bed was available at more advanced hospital. She was finally transferred to the other hospital for a higher level of care on (B)(6) 2024 and place in ccu (coronary care unit). As of today, (B)(6) 2024, she is still in the hospital, during this time not was she in dka (diabetic ketoacidosis) and had a heart attack, she also had a pulmonary embolism in her right lung, pneumonia and developed sepsis.